Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the system could not boot up, and could therefore not acquire images. The system error was checked and the bios batter was replaced. The software was reloaded and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure the site could not boot up the imaging system. There was no patient present when this issue was identified.